Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an infected pocket. Blistering was seen on the skin and the pocket showed puss in the pocket. The device and leads were removed. The patient was stable before, during, and after the procedure.